Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement, sensing issues, high thresholds, and helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to dislodgement. Dislodgement was discovered when the lead exhibited high thresholds and a drop in sensing. Initially, the physician attempted to reposition the lead, but it was also noted to have exhibited helix issues. No additional adverse patient effects were reported.